Event description:
It was reported that bd insyte ag bc global blood control feature did not work. The following information was provided by the initial reporter: date of incident: (B)(6) 2024. Concern description: new IV catheters - supposed to stop blood draw back faulty product and blood came out sides of catheter tip on IV insertion. Blood onto chart / nurse / patient . Had to re poke patient 2x to get IV insertion. No adverse event reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 24g x 0.75 in insyte autoguard bc IV catheter with what appeared to be blood residue observed within the catheter adapter and catheter tubing. A microscopic examination of the catheter adapter revealed a void in the molded adapter component. The void was positioned between the wedge and the septum. The void appeared to be connected to a knit line and the external surface of the catheter adapter was rounded inward at the void, which appeared to be consistent with molding damage. Fluid was infused into the IV catheter, which leaked from the void in the catheter adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. Your reported issue was confirmed and determined to be manufacturing related.